Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the provided imagery revealed paravalvular leak (pvl) was observed on both the long axis and short axis. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed events relating to the reported event; however, it did not provide any indication that a manufacturing non-conformance would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, paravalvular leak (pvl) is identified as a potential risk associated with the transcatheter aortic valve implantation (tavi) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the paravalvular leak (pvl) that reportedly resulted in hemolytic anemia and resulted in blood transfusion and post-dilation being performed to treat was confirmed based on the provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. It was noted that the patient had a valve area size of approximately 310-330 mm2, which is within the recommendation range for a 20 mm transcatheter heart valve (thv) size therefore, an undersized thv was not considered a cause or contributing factor to the event. In this case, a definitive root cause was unable to be determined at this time; however, the event may be due to patient factors and/or procedural factors not provided. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the development of pvl may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was initiated for this type of event. Additionally, a corrective and preventive action (CAPA) was initiated to further investigate this type of event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, paravalvular leak is listed as a potential risk associated with the transcatheter aortic valve implantation (tavi) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the paravalvular leak (pvl) that required an intervention to treat was unable to be confirmed. A review of the device history revealed no indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. As reported, "the patient underwent transcatheter aortic valve replacement (tavr) via trans-subclavian approach for the native aortic position and received a 20 mm sapien 3 ultra resilia valve. An echocardiography revealed more than moderate pvl and severe ppm was suspected." It was noted that the patient had a valve area of 310-330 mm2, which is within the recommendation range for the 20 mm valve size. Therefore, the valve selected for implantation was not undersized. In this case, a definitive root cause was unable to be determined at this time; however, the event may be due to patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the trans-subclavian transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve, the patient's hemodynamics became unstable, and a decision was made to proceed quickly with valve deployment. During valve deployment, the valve could not be maintained coaxially, and the valve was implanted in the 70/30 (aortic/ventricular) position for the non-coronary cusp side and 80/20 (aortic/ventricular) position for the left coronary cusp side. There was no allegation that the valve was malpositioned. Post valve deployment, the patient hemodynamics remained unstable. A decision was made to complete the procedure without evaluating for paravalvular leak (pvl). The patient was then transferred to a general ward. Subsequently, a high lactate dehydrogenase (ldh) level was observed. An echocardiogram was performed which revealed more than moderate pvl. It was believed that the patient developed hemolytic anemia due to pvl. The selection of the valve size may have been a little small as severe patient prosthesis mismatch (ppm) was suspected. A second post-dilation was performed on the valve but there was no improvement to the pvl. There were no signs of heart failure, and a decision was made to continue monitoring the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information that was provided. The following sections of this report have been corrected/updated: b3 (date of event), d6 (implanted date), h6 (health effect - impact code, investigation findings, investigation conclusions) and h10 (provide narrative/data). Additional information was received revealing the patient was diagnosed with hemolysis approximately nine (9) days post tavr procedure. Approximately sixteen (16) days post tavr procedure, the patient was diagnosed with anemia. Since being diagnosed, the patient has had three blood transfusions. During an outpatient follow-up visit, the patient was evaluated and it was found that their anemia had slightly improved. Approximately four (4) months post tavr procedure, the paravalvular leak (pvl) was observed to have improved to mild-moderate. The physician believed the hemolysis was due to the turbulent flow that occurs when the pvl passes through the valve skirt. The investigation is ongoing.